Event description:
Ozone reacts directly with rubber to form an ozonide of the basic rubber hydrocarbon, yielding a whitish blush on the surface known as frost 5-6. Finally, these antidegradants are not a cure-all for polymer age resistance problems, they merely extend the serviceable life of the compound. Within hte practical limitations of rubber compounding, it is for instance not possible to give highly unsaturated natural rubber the same ozone resistance as it inherent in totally saturated ethylene-propylene rubber.